Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the atrial lead exhibited high impedance, high capture threshold and noise. Clavicular crush and fracture was also noted. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.